Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer's blood glucose value was unknown at the time of the incident. Customer stated they did hear beeps when audio volume settings were saved also did not hear the differences between the two audio beep volumes. Customer¿s mother called stated they noticed that the insulin pump stopped sending the alert of the calibration reminder or when we need to change the set. The device will return for analysis.